Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, and dilated left atrium. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment, the clip opened. It was noted that the clip remained stable on the leaflets. No additional clips were implanted. The mr was reduced to a grade of 2-3 and the mean pressure gradient increased to 6mmhg. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. Additionally, a cause for the mitral stenosis could not be determined. Mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.